Event description:
This is a potential event, not an actual event. The current continuous glucose monitors on market by medtronic have specified sensor life expectencies -3,5 days, etc-. In a talk given by presenters to the american association for diabetes educators today, 08/02/07, and produced by medtronic, the two presenters instructed the audience of 100+ diabetes educators that the sensors could be used well past their expiration dates. Presenter took pride in one of his pts using the sensor for 23 days. Second presenter indicated that they are recommending to pts to extend the sensor to 6 days based on anecdotal evidence from their use and indicated that they hoped to extend the 7 day sensor even longer. In the q&a session demonstrated how to reset the sensor timer for extending the sensor and indicated that the accuracy improved over time, he stated that the system was more accurate after several days of use. She also indicated that one of her patients recently had a hypoglycemic event because the cgm the pt was using calibrated during unstable sensor readings and that the system allowed the calibration. This is the 2nd cgm talk at aade which has indicated that the use of the sensor for an extended period is acceptable. In the morning session -not sponsored by medtronic-, t15 at 10:30 to 12:00, the presenters indicated extended use of the sensor was fine. It seems that the mfrs overlooked a critical design requirement to ensure that the system identified a used sensor and discontinued use until the used sensor was removed. It also seems that medtronic should not be sponsoring presenters to tell diabetes educators, it is fine to use the sensors beyond the sensor life claim.